Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the esophagus during an achalasia dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon did not inflate. The procedure was rescheduled at this time. There were no patient complications reported as a result of this event.